Event description:
A surgical tech reported that an intraocular lens (iol) was replaced due to an unexpected postoperative refraction. The iol was replaced with the same model, different power iol. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was torn/split/cracked into two pieces (possibly cut). While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/11/2009, 11/12/2009, and 11/24/2009 by phone, fax, and mail. A completed questionnaire has not been received.